Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case was broken, the lower case was contaminated, the ring cover and two side bail covers were broken, the battery release, lead flex cover and battery drawer were contaminated, the ring was bent, two side bails were missing and the display was out of specification with segments missing.